Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo ventilator has a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Evaluation: a ventilator was returned to the philips investigation lab (pil) for evaluation and the customers compliant was not confirmed. The device powered on as intended and passed all testing. It is concluded that the pil could not confirm a failure of the trilogy evo ventilator and that the device operates as designed. The unit was scrapped.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator has a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.